Event description:
The x-ray unit fell off the wall when the back casting completely broke off as the assistant was extending the arm of the unit.

Manufacturer narrative:
There was no user or patient injury with this event.the aluminum alloy casting broke, at the back of the master control housing where the unit is mounted to the wall. Further evaluation of the unit will be performed upon its return to the manufacturer.